Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was last seen in 2012 at which time in situ testing revealed affected channels. She was still able to hear at that time with the opus 2 audio processor. At a recent appointment, the user was not able to detect any sound with the device. She does not remember when she stopped hearing with her processor.

Manufacturer narrative:
(B)(4) submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. In addition, damage to the active electrode likely caused by minute device mobility was determined during investigation, which explained the reported high channels. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The user was last seen in 2012 at which time in situ testing revealed showed 7 channels with high impedance. The recipient still had access to sound. At an appointment in (B)(6) 2017, the user was not able to detect any sound with the device. The user does not remember when she stopped hearing with her audio processor. The user was re-implanted.